Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic on (B)(6) 2021. During examination of the right atrial (ra) lead, it was noted that there was lead noise which was detected as noise reversion episodes and inappropriately as atrial tachycardia (at) and atrial fibrillation (af) episodes. No programming changes were made to the ra lead. The patient was in stable condition.

Manufacturer narrative:
Additional information b5 lead noise and patient condition.

Event description:
New information received notes during examination of right atrial lead in clinic on (B)(6) 2021 there were several episodes of lead noise. Pacing was not affected. The clinician elected to monitor the patient for now. There were no adverse consequences to the patient and no symptoms were reported.